Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system with an fsl3+ continuous glucose monitor (cgm), with a highest cgm reading of 316 mg/dl and an elevated period of approximately five hours; contributing factors included intake of sugary beverages and snack foods and a missed meal announcement, with infusion set described as flex placed on the stomach and subsequent education provided on announcing snacks. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution through user education and troubleshooting. Investigation included case review, user communication, and assessment of use conditions. Investigation of this case revealed no device malfunction or component failure, and the event was attributed to user-related factors including carbohydrate intake and missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy management and meal announcement practices.